Event description:
A 4.0mm diameter by 24mm length stent was implanted in the superior mesenteric artery of a pt in july 2000. The stent was successfully deployed at 16atm, expanding the stent to a diameter of 4.5mm. The superior mesenteric artery was widely patent after the stent implant with no abnormalities noted. In january 2001, the pt returned to the hosp with abdominal pain. A repeat angiogram procedure performed on the event date, revealed a stenosis in the celiac trunk and a separation of the stent in the superior mesenteric artery. Although the superior mesenteric artery was widely patent, there is an approximate 24mm length separation between the proximal stent segments and the distal portion of the stent. The proximal portion of the stent remains in the original implant position and measures approximately 6mm in length. The remaining portion of the stent is located approximately 24mm distal of the proximal stent segments. The pt was treated for a stenosis in the celiac trunk and was reported to be fine post procedure. When the stent fracture occurred and how it occurred is unknown. The stent was implanted off label in the superior mesenteric artery.